Event description:
It was reported that the device had an error code 110b (proximal pressure sensor autozero failed). There was no patient involvement when the event occurred, no patient or user harm reported. During diagnostics performed by the engineer, the customer stated that the device was giving error code 110b (proximal pressure sensor autozero failed (cbit). The customer requested on-site service to evaluate and repair equipment. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer replaced solenoid valves 3 and 4 and data acquisition pcba as a preventative measure. The device was run and performed all required performance tests. The device was returned to the customer for use.

Manufacturer narrative:
The data acquisition pcba and two solenoid valves were returned for failure analysis. There were no anomalies noted on the returned parts during visual inspection. There was no fault found on all parts during testing. Failure investigation could not replicate the reported problem.